Manufacturer narrative:
(B)(4). Device not explanted. Not expected to be returned as it is still implanted . Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that expired norian drillable inject was implanted in a patient during a hip procedure on (B)(6) 2016. There was no delay in surgery and no additional medical intervention was required. The surgery was reportedly completed successfully. The device remains implanted in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number dsc0263, expiration date, other number¿(B)(4). A device history record (DHR) review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturer identified upon receipt of DHR results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.